Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was unknown whether the patient was or had been connected nor in which process step of peritoneal dialysis therapy that the event occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.